Event description:
Reporter alleged blood glucose measured 548 mg/dl back to back with a result of 201 mg/dl when testing was performed within minutes apart. Customer stated having no symptoms at the time of the comparison. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.